Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material in the a/w channel¿, was confirmed. The foreign material could be simethicone type product but could not be specified. The root cause of the remaining foreign material could not be identified. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a grainy image. The issue occurred during maintenance. During evaluation, the following reportable issue was found: contamination in the air/ water channel. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: light cover glasses and optical cover glasses were chipped, adhesive on light cover glasses, optical cover glasses, distal end cap, control body grip were worn; distal end adhesive glue was lifting, switch had a hole in the button, light guide tube had crush marks, plug body production labels were damaged, image had interference evident, up angle did not meet specification, up down brake was not holding, and the electrical safety test did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.